Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the distal right coronary artery (rca). The lesion was 99% stenosed, with no calcification. During the (pci) procedure, the lesion was pre-dilated, two stents were implanted and post-dilated. The intravascular ultrasound (ivus) successfully imaged the placement of the two stents. The physician found a "foreign object" (distal tip of the catheter) in the distal rca. The imaging catheter was removed from the pt; the tip of the imaging catheter was noted by the physician to have detached. The physician attempted to retrieve the detached tip using a goose neck snare; the tip was unable to be retrieved from the pt. The tip was trapped against the vessel wall by a third stent. The physician attempted to ivus the lesion again, during preparation of the second catheter, another tip detachment occurred. The physician stated that when the tip of the imaging catheter was touched it separated easily. The case completed with a third ivus catheter. The pt was reported to be in good condition. Note: this report is being filed on the second of the two catheters that failed during this case. Reference MFR#2939204-2009-00184 for the other catheter report.